Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. A philips technical consultant (tc) visited the customer site and was unable to replicate the reported malfunction. The onsite biomedical engineering department had a spare personal computer (pc) available, and the tc replaced the existing pc as a precautionary measure. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the pc was replaced. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on patient information center ix indicating that the customer is unable to view patient data when image freezes on pic ix computer. Customer has to reboot pic ix computer to restore function. The device was reported to be in clinical use. No adverse event to the patient or user was reported.